Event description:
During an atrial fibrillation (afib) procedure, it was reported the catheter lost the ability to deflect. The device was exchanged and the case was resumed. Procedure was completed without any patient consequences. Upon receipt of the device, it was observed the catheter anchor window slot was no longer adhering to the lumen material. Due to this catheter condition this is now a MDR reportable event.

Manufacturer narrative:
(B)(4).